Event description:
It was reported that the patients spinal cord stimulator (scs) device altered her walking when stimulation was on. It was also mentioned that the patient was not able to find programs that would take away back pain without making neuropathy worse and refused to try other programs. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch: 17965464. UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) device altered her walking when stimulation was on. It was also mentioned that the patient was not able to find programs that would take away back pain without making neuropathy worse and refused to try other programs. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.